Event description:
The complaint alleges, the consumer was coming down a small hill in his backyard when one of the middle wheels on the wheelchair allegedly stuck, throwing the consumer out of the chair, allegedly resulting in a fractured femur and other minor injuries.

Manufacturer narrative:
Manufacturer received information from attorney alleging a fractured femur. User reportedly was transgressing through their yard when the wheel became stuck and the user fell out of the chair. The terrains condition is unk to the manufacturer and the MDR has been filed based on injury claim.